Manufacturer narrative:
Preliminary analysis of the returned unit did not reveal any anomaly.

Event description:
Reportedly, during a follow-up session, it was not possible to interrogate devices anymore using the subject cpr3h head. No issue was observed on the associated programmed when using another inductive telemetry head.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up session, it was not possible to interrogate devices anymore using the subject cpr3h head. No issue was observed on the associated programmed when using another inductive telemetry head.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up session, it was not possible to interrogate devices anymore using the subject cpr3h head. No issue was observed on the associated programmed when using another inductive telemetry head.